Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted to date. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization records were also reviewed and the lot was released since it met sterilization specifications. There were no non-conformances, deviations or discrepancies generated during the manufacturing process. A search on complaints revealed this is the only investigation requested for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The sterilization record was reviewed and was found in compliance with the sterilization process parameters. Also biological indicators test was evaluated for the sterilization cycle and no growth was observed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted; give date: unknown. If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient, who underwent implant with a model ar40e intraocular lens (iol), was diagnosed with endophthalmitis (abacterial) from 3 to 7 days after the operation. The implant date was not provided. The incident date was reported as (B)(6) 2015. Visual acuity was below 0.3 diopter (20/70). The patient had manual value vision. The patient recovered after prescribing steroid eye drops. No further information was provided.